Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician via a company employee, and forwarded to our local affiliate (B)(4). This case involves a female patient (age nos) who began poly-l-lactic acid treatment on an unspecified date. Relevant medical history and concomitant medication information were not mentioned. Two days after poly-l-lactic acid application, the patient presented with red papules, "hemiface," at all injection sites. Corrective treatment, if any, was not specified. Event outcome is unknown. (B)(4). Reporter's causality assessment: not provided.

Manufacturer narrative:
Addendum for follow-up information received on (B)(6) 2008 from the physician: the patient presented with nodules on (B)(6) 2908 at night. The product used on left side of her face where the nodules appeared. The poly-lactic acid had been opened and diluted on (B)(6) 2008. The product applied on the right site, where no adverse event appeared had been opened and diluted on (B)(6) 2008, both of them with saline solution. On (B)(6) 2008, the patient was completely recovered. She did not present with any adr on prior applications. The outcome is complete recovery. Additional information received on (B)(4) 2008: (B)(4) results revealed: brr (batch record review) was without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.